Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic right lower lobe resection, the device was unable to fire when the reload was loaded. It was also noted that the reload was difficult to unload, causing the joint to break which is the tail of the staple cartridge, and the black outer tube breaks at the junction with the gun, exposing the metal at the center of the staple cartridge to about 5 cm. A new device was used to complete the case. There was no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the loading unit had a full complement of staples and the proximal end of the adapter was broken and received separated from the loading unit. The articulation flag was bent. Functional testing of the loading unit could not be performed due to the damage to the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.